Event description:
Central venous line (cvl) dressing noted to be unocclusive during care. While preparing to change dressing the hub of the broviac disconnected from the catheter. The cvl was immediately clamped and both ends placed in a sterile packaging. The neonatology and the surgical team were called to the bedside. The hub was replaced with a sterile hub from a new broviac kit by the md under sterile procedure. A new maxplus cap was placed and parenteral nutrition (pn) restarted. Infant was without glucose infusion for approximately 1 hour. Initially hypoglycemic with glucose level of 23. Repeat, whole blood glucose normal at 62.